Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the activation button was sticking in the on position after some time of use. No patient injury was reported.

Manufacturer narrative:
(B)(4). Date of initial report: 06/21/2016. Date of follow-up report: 08/10/2016. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.